Manufacturer narrative:
Device evaluated by manufacturer? No - lens not returned. (B)(4).

Event description:
The reporter stated the surgeon implanted an micl implantable collamer lens and the lens went into the patient's eye upside down. The lens was explanted. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch report will be submitted.

Manufacturer narrative:
Based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within the established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
(B)(4). Method: device history record review. Result: based on the DHR review and root cause analysis, the probable cause could not be determined at this time. There were no documented issues and concerns with the manufacturing and inspection processes which may cause damage or not detect a nonconformance of the lens. Physician report does not indicate that any exceptional event or condition would have caused inversion, front to back, of the lens during insertion. Conclusion: based on the complaint history, work order search, medical review and device history record review, a specific root cause of the event could not be determined. Claim # (B)(4).

Event description:
Additional information received - a 13.2mm micl13.2 implantable collamer lens was implanted in the patient's left eye (os) on (B)(6) 2016. The lens was explanted on (B)(6) 2016. The incisions were enlarged to remove and sutures were required.